Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Prosthesis fracture in the thigh area six years after implantation.

Manufacturer narrative:
An event regarding a crack/fracture involving an abgii stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: a review by a clinical consultant noted: there is rather limited information that documents the presence of a neck fracture in the abg stem but has no information about possible causes or otherwise contributing factors. This would require x-rays or explant materials analysis, however none of the two are available and as such, no root cause of failure can be established due to lack of information. The report confirms that revision surgery was performed but also regarding this, no details were provided, so we do not know what procedure was performed or which new devices were implanted. -device history review: review indicates that all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: there is rather limited information that documents the presence of a neck fracture in the abg stem but has no information about possible causes or otherwise contributing factors. This would require x-rays or explant materials analysis, however none of the two are available and as such, no root cause of failure can be established due to lack of information. If additional information and/or device become available, this investigation will be reopened.

Event description:
Prosthesis fracture in the thigh area six years after implantation. Open revision with persistent instability of the multi-fragmentary trochanter fracture and removal of the inserted wire cerclage for stabilization by means of a trochanter abutment plate (competitive product from zimmer).